Event description:
International customer reported that the needle broke after some passages through the tonsil. An x-ray was taken to localize the piece of needle and the patient was returned to surgery to remove the retained fragment.

Manufacturer narrative:
The actual needle was visually examined. The needle broke in the attachement/ swage area. Needle holder marks are seen in the area of the break. Conclusion user error caused event. The product insert cautions the user to only grasp the needle in an area 1/3 to 1/2 the distance from the swage to the point.